Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a routine follow up, a large proximal type I endoleak was noted. The aortic neck appears to have dilated beyond the stent graft diameter. The stent graft was correctly sized to the pre-implant aortic neck diameters. It was reported that prior to treatment for the proximal type I endoleak the aneurysm ruptured and patient expired. The physician stated that the cause of the events leading to death was due to the patient's anatomy; disease progression. No additional clinical sequelae were reported.